Manufacturer narrative:
The device was returned not deployed. The device download indicates a drive stall occurred at the beginning of the device run. The first prime completed at pulse 38 and the device was deactivated at pulse 48. The device was reset, connected to a master pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.